Event description:
It was reported that there was an error indicating the cassette was not attached. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was able to verify the reported problem. The printed wire assembly board and battery compartment corrosion. Pump beyond economical repair. The service history review had no indication that the complaint was related to a service of the device within the review period.